Manufacturer narrative:
H11: two actual devices were received for evaluation. Visual inspection was performed which noticed a dark loose particle in one sealed packaging and dark particle in bottom packaging weld seal of the second sample. The reported condition was verified. The cause was most likely inherent to contamination during the manufacturing process. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) exactamix vented high-volume inlets had particulate matter in the packaging and/or on the inlet. This was observed while checking the stock, prior to patient use. There was no patient involvement. No additional information is available.